Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the dilator was observed to be slightly bent/curved, and the distal tip of the sheath was observed to be damaged. A microscopic observation revealed one edge of the introducer sheath tip was buckled and flared slightly outward with corners folded inward. Plastic deformation was also observed in the sheath material at this location and adjacent to this damage. While the root cause of the damage observed in the returned microintroducer is unknown, possible causes include damage during handling or use. A lot history review (lhr) of reeq3838 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the microintroducer feels flimsy and bends. No other information was provided. 01/13/2021-it was found that the introducer sheath tip was buckled and flared slightly outward on the returned sample.